Manufacturer narrative:
Cmpl- (B)(4). E1. Initial reporter first name: (B)(6).

Event description:
It was reported, that an app crash alert occurred. It was indicated, that the operating system for the smart device was not a supported system, which is misuse of the device. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.